Event description:
It was reported that the device had faulty keypad. There was no patient impact.

Manufacturer narrative:
The reported complaint of a keypad failure was confirmed during testing and was determined to be the result of contamination, which led to damage to the cable trace and restart button. Inspection: the device was received with the instrument seal intact. A crack on the rear door cover was observed. Fluid ingress/contamination was observed on the ribbon cable/restart button (assy door w/keypad 8100 part number: tc10008458 ¿ manufacturing date august 2018). Both iuis connector pins were observed to be dull. No other anomalies were observed externally and internally on the device. The manufacturing date of the bezel was noted september 2018. All other possible replacement parts were observed to be bd parts. Log analysis results: the received pump module logs were downloaded. A review of the event logs was not performed since no specific event date or time was provided by the customer, nor did they report any patient involvement. The pump module error logs showed no errors or malfunctions related to the reported complaint. Test results: keypad testing performed on the returned pump module found a nonfunctioning ¿restart¿ key. Inspection of the keypad found contamination on trace/pin 1 and on the restart button. The root cause of the reported complaint of a keypad failure is the result of damaged keypad flex cable traces caused by contamination produced by fluid entering the keypad. Previous failure investigation (dir: (B)(4), which focused on unresponsive keypads, identified cracked circuit cable resulting in an open circuit and contamination due to fluid ingress. Device history review: a review of the device history record showed the device had a manufacture date of 12/01/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for serial number: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the serial number: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : only keypads were provided for investigation.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that the device had faulty keypad. There was no patient impact.